Event description:
On (B)(6) 2022, lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio2 meter was reading inaccurately compared to their feelings and/or normal results. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and additional information obtained when the medical surveillance specialist (mss) listened to the call recording. The patient was unable to recall the date/time that the alleged inaccuracy issue began; however, stated it was approximately 3 months prior to contacting lifescan. The patient was unable to recall exact results obtained; however, advised the cca that the results were ¿sometimes too high or sometimes too low.¿ the patient manages their diabetes with oral medication (metformin, unspecified dose) and denied making any changes to their usual diabetes management regimen in response to the alleged issue; advising that they continued to take their oral medication as prescribed. The patient reported during the call that on an unspecified date after the alleged inaccuracy issue began, they developed symptoms of feeling ¿shaky¿ and that they had ¿cold sweats¿. The patient reported that they tested their blood glucose using the subject device at the onset of symptoms and claimed obtaining readings that were ¿normal¿; however, exact readings were not recalled by the patient. In response to the symptoms they had developed, the patient reported that they called an ambulance and that they were subsequently admitted to hospital where they were treated with a ¿drip¿ to lower their blood glucose levels. The patient was unable to recall specific details relating to treatment and/or blood glucose readings obtained whilst at hospital. The patient advised that they remained in hospital for a ¿couple of days¿ before being discharged. At the time of troubleshooting, the patient was unable/unwilling to confirm if the unit of measure was set correctly at the time of testing. The cca was unable to establish if the test strips had been stored properly, were open beyond their discard date of if they had expired as the patient no longer had the subject test strips available. Replacement products were sent to the patient. This complaint is being reported because the patient was reportedly hospitalized and received treatment from a healthcare professional for an acute high blood glucose excursion after the alleged inaccuracy issue began.